Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. During a procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. During the transseptal procedure, an unusual anatomy was observed. There were no issues during the rest of the case until preparing to remove the intracardiac echocardiography (ice) catheter. At that point, a slight effusion was observed and a pericardiocentesis was performed. The outcome was positive, and only a minimal amount of blood was retrieved. It was suspected that the effusion might have occurred during the transseptal procedure, but this was not certain. The patient stayed overnight and was discharged home the following day. The catheter was disposed and is not expected to return, therefore the lot number is not available.